Event description:
The customer received a questionable phenytoin result on their c501 analyzer. All testing was performed on the same analyzer. The patient's initial phenytoin result was <0.8 mcg/ml accompanied by a data flag and it was analyzed in the pour off tube it arrived in. The technician reported this result outside the laboratory. The doctor did not believe the result, called the laboratory, and asked they rerun the sample. The first repeat result was 21.4 mcg/ml. The second repeat result was 21.2 mcg/ml. The customer considered the repeat results to be correct and 21.4 mcg/ml was issued as a corrected report. There were no adverse events. The phenytoin reagent lot number was (B)(4) and the expiration date was 03/31/2013. The customer declined a service visit stating the technician involved in this event had failed to follow procedures in other areas. The customer believed this was an isolated incident and they have not had any other issues with the analyzer.

Manufacturer narrative:
A definitive root cause could not be determined. There were no adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.